Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device is noisy, burning/smoke/electrical odor related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. During the evaluation of the device, the third- party service center visually inspected the device and found evidence of foam degradation. The device's downloaded event log was reviewed by the third-party service center and error code was e-22/e-130 were present.. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.